Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon interrogation of the pulse generator, noise reversion episodes were observed. The device remained implanted. The patient would be monitored.